Event description:
After administering IV push chemotherapy, line flushed with nss, the tevadaptor rubber insert got lodged into tevadaptor syringe adaptor causing free flowing nss to leak at connection. Blood backed up in IV extension fluid spilled onto pt's hand and bed. This luer lock adaptor -tevadaptor- was used with the onguard system which is a syringe with 2 inch long attachment that prevents aerosolization of the motherpeutic drugs. The adaptor was placed on alaris IV tubing set.